Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported after adding the drug it couldn't drip down. Patient involvement and patient harm/adverse event are unknown.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
One photo provided by the customer for evaluation, unable to determine failure from the photo provided. Received one used list# 142730490, plum 150 ml burette set was returned by the customer for investigation. As received, there was no damage or anomalies were observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. The reported complaint of could not drip cannot be replicated but can be confirmed based on lot history. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. Corrected information can be found in b5, describe event or problem: additional information was received on 02-may-2025 informing that the drug name, patient involvement and process step are unknown. The complaint originated from (B)(6) hospital. Corrected information can also be found in section e (throughout). Additional contact: (B)(6).

Event description:
Additional information was received on 02-may-2025 informing that the drug name, patient involvement and process step are unknown. The complaint originated from (B)(6) hospital.